Manufacturer narrative:
Unit had intermittent button response due to unlocked lcd keypad connector. Unable to verify air bubble due to unresponsive buttons. No moisture damage on electronic assembly during visual inspection. Unit had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, broken belt clip slot and cracked reservoir tube lip.

Event description:
It was reported via phone call, that the buttons on the insulin pump are unresponsive. It was also reported that the customer's insulin pump has multiple cracks. Customer's blood glucose level at the time 122 mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.